Event description:
It was reported that during a routine follow-up, high, out of range, high voltage lead impedance and loss of capture were observed. Patient was non-pacemaker dependent and asymptomatic. Further evaluation is planned.